Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic while testing for underlying rhythm, it was noted that the atrial and ventricular egms were on top of one another with occasional ventricular safety pacing. Atrial lead was found to be dislodged on x-ray. Lead was repositioned successfully on (B)(6) 2016. Patient¿s condition was fine.